Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence due to atrophy. The existing aus was explanted and replaced. There were no further patient complications.